Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, pain, bleeding, abscess, infections, wound infection, inflammation, open wound, leukocytosis, cellulitis, panniculus, and liquefactive necrosis. Post-operative patient treatment included revision surgery, wound vac, and scalpel debridement of skin, subcutaneous fat and fascia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of _an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, pain, bleeding, abscess, infections, wound infection, and open wound. Post-operative patient treatment included revision surgery, wound vac, and debridement.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of incarcerated umbilical hernia with mesh. She had revision surgery 2 months post surgery and then again 3 months after. The patient experienced surgical revision, pain, bleeding, abscess, infections, and wound infection.